Manufacturer narrative:
On 15-jul-2020, after secondary review of the file, it was discovered that the patient¿s sex was omitted in the initial report. Entry field a3 has been corrected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device extending to the posterior view and consistent with a crease/fold. A tear was also found starting within the crease/fold on the posterior aspect and expanding to the anterior aspect measuring approximately 14.4 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Per mentor instructions for use (IFU), these devices are for single use only and should not be re-implanted. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Therefore, these devices were used in an off-label manner. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with two 400cc smooth mentor memorygel breast implants and experienced left-sided device migration postoperatively. The patient underwent bilateral revision surgery in 2012, it is unclear whether the patient had new implants replaced during the procedure. The patient then developed left-sided capsular contracture, baker grade iii. As a result, the patient underwent explantation and replacement with two smooth mentor memorygel breast implants, 270cc on the left (catalog # smpx270 and serial # (B)(4)) and 400cc on the right (catalog # 3504001bc and serial # (B)(4)) on (B)(6) 2020. Upon explantation, it was discovered that both implants were ruptured. This medwatch report is for the right-sided implant.